Event description:
It was reported that during routine follow up this right atrial (ra) lead was explanted due to high pacing thresholds and loss of capture with no asystole observed. The ra lead was successfully replaced. Following the explant procedure, the threshold measurements were stable and within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism was in the extended position and could not be tested directly due to dried blood in the housing and tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high thresholds and loss of capture.

Event description:
This supplemental report is being filed as the device evaluation was completed.